Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) utilized diagnostics to remove all cubie pockets. During the process, a significant lag was observed while attempting to remove the pockets. Once all pockets were successfully removed, the row trays were thoroughly inspected and found to be in good condition. All row tray connections were reseated, and the device was rebooted to the application. Following the reboot, the customer successfully recovered the failed bogus pocket. As the recovery process required unloading the medication, the customer re-signed the medication to the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.